Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on as the "power" button on the device was broken and difficult to use. There were no patient effects reported. The ptc was returned for evaluation.

Manufacturer narrative:
It was originally reported that the patient therapy controller would not power on. However, it was later clarified that the device was able to power on but was difficult to use due to the damaged power button. Device evaluation summary: the returned patient therapy controller was subjected to external visual examinations, as well as, functional testing. The evaluation determined that the device appeared damaged due to some unknown mechanical influence and the power button was verified to work properly. Based on the investigation, the reported event was confirmed. (B)(4).